Manufacturer narrative:
Device evaluated by MFR: the returned device was attached to an encore inflation unit and subjected to positive pressure; a balloon pinhole leak was identified 3mm proximal to the proximal edge of the distal markerband. The markerbands, balloon material and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right external iliac artery. A 6.0-40, 80 wanda¿ balloon catheter was advanced for dilation. However, when the balloon was initially inflated at 12 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another wanda¿ balloon catheter. There were no patient complications nor injuries reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right external iliac artery. A 6.0-40, 80 wanda¿ balloon catheter was advanced for dilation. However, when the balloon was initially inflated at 12 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another wanda¿ balloon catheter. There were no patient complications nor injuries reported.